Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for hyperglycemia, with blood glucose of 26 mg/dl. The customer perceived the cause of the event as a result of him giving himself more insulin than what he needed. The customer stated that he only calibrated twice a day and used the sensor glucose reading to calibrate and treat. Nothing further was reported.